Event description:
Medtronic received information that a ped3 pipeline had slight lack of apposition of the proximal end of the stent with a small stair step. The device was successfully implanted. Wall apposition was achieved. No side branches were covered by pipeline device. Complete neck coverage at the end of the procedure. Post implant aneurysm occlusion at end or the procedure: raymond and roy class 3. Baseline characteristics: aneurysm. Side (hemisphere): right. Location (vessel): middle cerebral artery. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 15mm. Aneurysm dome height: 7mm. Aneurysm dome width: 10mm. Aneurysm neck size: 4.8mm. Parent artery diameter distal to aneurysm: 3.5mm. Parent artery diameter proximal to aneurysm: 3mm. Additional information received reported that the device did not fail to open; the guidewire was used to achieve full apposition by the end of the procedure. However, there was some delayed foreshortening at the proximal end of the stent that resulted in the slight lack of apposition. There was no significant stenosis or thromboembolic complication associated with the event. The event was noted to be non-serious. No additional treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.